Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a fluid leak on unicel dxc 600 pro synchron clinical system. The customer was also experiencing difficulties in calibrating electrolytes. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
Bec customer technical support (cts) assisted the customer in troubleshooting the issue, and found line # 26 was disconnected. The cts directed the customer to clean and reconnect the tubing while using appropriate ppe. The customer was to perform calibration, qc and prime, and monitor. The customer called the cts back to report that electrolytes were failing calibration, although no leaking or overflowing was observed. The customer primed the ise (ion selective electrode) and observed some small bubbles in the ratio pump but not tubing. The cts directed the customer to recalibrate with serum and then with aqua cal. The cts instructed the customer to do the twice weekly flow cell cleaning procedure if calibration failed. The cts followed up with the customer, and found the calibration was still failing for electrolytes. The cts had the customer check the flow cell and eic (electrolyte injection cup) for obstructions, but none was noted. The customer performed successful calibration and qc. The customer was to monitor and call back if problems continued. The customer called back and requested service on the instrument. On (B)(6) 2011, bec field service engineer (fse) performed service on the instrument. The fse noted that the ise would not calibrate na (sodium), k (potassium), cl (chloride), and that co2 (carbon dioxide) alkaline buffer was empty due to tube #29 disconnected from valve block. The fse installed a new carbon bridge and cleaned flow cell. The fse performed ise calibration integrity and precision assessment. The fse verified repair per established procedures. (B)(4).